Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed and required maintenance. A field service engineer (fse) replaced the slides rails on the drawer, but the issue persisted. Due to inconsistent opening difficulties, the entire drawer was replaced. After installation, the drawer was tested using the hardware test application (hta), and the customer also verified functionality through application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 had failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.